Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, when the device packaging was opened, the facility noticed the device was already broken. Additional information received on (B)(6) 2018: the patient was prepped for surgery when they found the basket was broken inside of the package. The device was not used - it did not make patient contact. The procedure was completed successfully by opening another extractor to complete the procedure. There was no adverse consequence to the patient.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One stone extractor was returned for investigation. The returned packaging indicates the previously unknown lot number is 9019619. The device was returned with the handle in the open position. The basket formation was in the closed position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. A visual examination noted the support sheath is severed 4 mm from mlla. The support sheath is no longer adhered to the basket sheath. There is 1.5 cm of exposed basket sheath. The remaining support sheath measures 3.7 cm in length and the support sheath is still adhered to the basket sheath. The support sheath points of separation are not mating fractures. There is a kink in the basket sheath approximately 1 cm from mlla. Functional testing found the handle does not actuate the basket formation. A review of the device history record did not observe any non-conformances that may have contributed to this incident. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 9019619. The instructions for use (IFU) provides the proper warnings, precautions, and instructions for use. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be damaged and separated near the handle. The yellow support tube was separated and the basket sheath was kinked. The damaged sheath prevented the basket from opening. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.